Event description:
At approx 1:30 am of 1/03/01 a nurse heard an i.v. Controller beeping in the room of this pt. Pt not in bed-pt was found between the siderails, perpendicular to bed, legs extended, arms at side-pt's face visible through the lower siderail. Nurse called for assistance and with help returned pt. To bed. Pt was without respirations or pulse. Code blue called, CPR initiated. Pt pronounced dead by resident physician.